Event description:
A (B)(6) male pt's nurse contacted zoll customer support to report that the pt's battery charger/modem was not properly charging the battery packs. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. The cause of the inability to recognize a battery pack is contamination on the battery board inside the charger/modem. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unk contaminant. No adverse event resulted from the contaminated charger/model. The pt received a replacement charger/modem.